Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet piece accessory. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the biopsy inlet piece. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable buckled, the u/d and the r/l pulley wires stretched, and the remote control buttons cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.